Event description:
The clinician reports the implant was inserted (B)(6) 2024. On (B)(6) 2025, the implant was not osseointegrated, loosening of implant not related to bone ingrowth was verified. A secondary implant was placed after removal. According to the information, the patient is smoker. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.